Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate and static. Additionally, it was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. Reportedly, the customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 107 mg/dl.